Event description:
The customer reported having issues with the v6 leads ECG signal. There was no pt impact.

Manufacturer narrative:
The customer reported having issues with the v6 leads ECG signal. There was no pt impact. The device was evaluated at philips, and it was found that the device had a v6 leads ECG signal noise issue. Replacing the ECG connector resolved the problem.